Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot code / expiration date. Manufacture date . There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "early or late postoperative infection and allergic reaction." And "inadequate range of motion due to improper selection or positioning of components."

Event description:
Patient reported to have undergone right total wrist arthroplasty on (B)(6) 2014 due to a fractured wrist. Patient further reported allegations of swelling, loss of feeling in fingers, hand locks up, doesn't have full use of hand and possible reaction to the metal devices. No revision has been reported to date.